Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("ongoing bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for essure insertion: local anesthesia on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 14 days after insertion of essure, the patient experienced abdominal pain ("abdominal pain / sharp abdominal pain"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia / bleeding were so heavy during her menstrual period") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea / pain during her menstrual period"), abdominal distension ("bloating"), menstruation irregular ("irregular periods"), amnesia ("memory loss"), disturbance in attention ("trouble focusing"), emotional disorder ("emotional issues") and irritability ("irritability"). The patient was treated with oral contraceptive nos, tramadol hydrochloride (ultram), vicodin (norco) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy for essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, amnesia, disturbance in attention, emotional disorder and irritability outcome was unknown and the abdominal pain, menorrhagia, dysmenorrhoea, abdominal distension and menstruation irregular had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, disturbance in attention, dysmenorrhoea, emotional disorder, genital haemorrhage, irritability, menorrhagia, menstruation irregular and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: apparent bilateral fallopian tube occlusion in 2015 patient underwent a vaginal ultrasound to identify the cause for abdominal pain, findings were not reported. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and multiparous. * in 2015 patient underwent a vaginal ultrasound to identify the cause for abdominal pain, findings were not reported. Previously administered products included for an unreported indication: local anesthesia on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain / sharp abdominal pain"), 14 days after insertion of essure. In 2014, the patient experienced genital haemorrhage ("ongoing bleeding"), heavy menstrual bleeding ("menorrhagia / bleeding were so heavy during hermenstrual period") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), dysmenorrhoea ("dysmenorrhea / pain during her menstrual period"), abdominal distension ("bloating"), menstruation irregular ("irregular periods"), amnesia ("memory loss"), disturbance in attention ("trouble focusing"), emotional disorder ("emotional issues") and irritability ("irritability"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with hydrocodone bitartrate;paracetamol (norco), opioids, oral contraceptive nos and surgery (total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy for essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, amnesia, disturbance in attention, emotional disorder and irritability outcome was unknown and the abdominal pain, heavy menstrual bleeding, dysmenorrhoea, abdominal distension and menstruation irregular had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, disturbance in attention, dysmenorrhoea, emotional disorder, genital haemorrhage, heavy menstrual bleeding, irritability, menstruation irregular and pelvic pain to be related to essure. The reporter commented: right: 2 coils, left: 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: apparent bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received. Reporter information, patient middle name, dob, medical history, rcc added. Hospitalization added for event pelvic pain. Seriousness criteria for event genital hemorrhage updated to non serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and multiparous. * in 2015 patient underwent a vaginal ultrasound to identify the cause for abdominal pain, findings were not reported. Previously administered products included for an unreported indication: local anesthesia on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain / sharp abdominal pain"), 14 days after insertion of essure. In 2014, the patient experienced genital haemorrhage ("ongoing bleeding"), heavy menstrual bleeding ("menorrhagia / bleeding were so heavy during hermenstrual period") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), dysmenorrhoea ("dysmenorrhea / pain during her menstrual period"), abdominal distension ("bloating"), menstruation irregular ("irregular periods"), amnesia ("memory loss"), disturbance in attention ("trouble focusing"), emotional disorder ("emotional issues") and irritability ("irritability"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with hydrocodone bitartrate;paracetamol (norco), opioids, oral contraceptive nos and surgery (total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy for essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, amnesia, disturbance in attention, emotional disorder and irritability outcome was unknown and the abdominal pain, heavy menstrual bleeding, dysmenorrhoea, abdominal distension and menstruation irregular had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, disturbance in attention, dysmenorrhoea, emotional disorder, genital haemorrhage, heavy menstrual bleeding, irritability, menstruation irregular and pelvic pain to be related to essure. The reporter commented: right: 2 coils, left: 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: apparent bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.